Event description:
Material #: 10013361t batch#: unknown it was reported by customer that we had another issue with a leak but this time from a different site on the line with an oxaliplatin at zuckerberg. Can somebody please come in this week to assess, we need to understand why we are experiencing these leaks suddenly. Verbatim: complaint received via email(s) attached. We had another issue with a leak but this time from a different site on the line with an oxaliplatin at zuckerberg. Can somebody please come in this week to assess, we need to understand why we are experiencing these leaks suddenly.

Manufacturer narrative:
It was reported that there was a leak. One sample model 10013361t was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an extension set was attached to the texium luer. The set was pressurized at 30 psi for 10 minutes. No leak was observed. The customer complaint was unable to be replicated. Even though the issue was not able to be replicated actions have been initiated to investigate this failure mode. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 10013361t. Batch#: unknown . It was reported by customer that we had another issue with a leak but this time from a different site on the line with an oxaliplatin at zuckerberg. Can somebody please come in this week to assess, we need to understand why we are experiencing these leaks suddenly. Verbatim: complaint received via email(s) attached. We had another issue with a leak but this time from a different site on the line with an oxaliplatin at zuckerberg. Can somebody please come in this week to assess, we need to understand why we are experiencing these leaks suddenly.